Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasion at 18.1cm and 18.2cm from the connector pin. The proximal ring electrode cables were exposed and etfe insulation was abraded through in one of the cables. This damage could cause noise. Overall, insulation abrasion is consistent with friction to ICD can.

Event description:
During a follow-up, the ICD was noted to be at eri. Noise was also observed in the egm. During the ICD explant procedure, insulation break was observed on both leads. Hence, the leads were replaced.